Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the healthcare provider (hcp) contacted the company representative (rep) regarding the patient having an "allergic reaction" to a new synchromed iii pump. The company rep asked about any material differences between the synchromed ii and synchromed iii. Additional information was received from a company representative reporting that the actions that were taken to resolve the issue was the patient's healthcare provider explanted the pump and the catheter on (B)(6) 2025 which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.